Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that the c-flex aspheric 970c iol was explanted due to the suspected development of calcification. As the report pertains to the development of calcification, the iol is being sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). No further information is available to rayner at this time. Rayner is working with its distributor in taiwan to obtain additional information to facilitate further investigation of this event. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c ((B)(6) 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that the iol was explanted due to the suspected development of calcification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the c-flex aspheric 970c iol on (B)(6) 2016 in the od eye. On an unknown date following cataract surgery, the patient is reported to have undergone pars plana vitrectomy (ppv) during which gas and silicone oil were introduced into the eye. The indication for ppv is unknown. Iol calcification was observed for the first time on (B)(6) 2016. The c-flex aspheric 970c iol was explanted due to the suspected development of calcification on (B)(6) 2018. As the report pertained to the development of calcification, the iol was sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Device analysis was completed on (B)(6) 2019. The device analysis concludes "sem and edx spectroscopy revealed not any crystalline deposits on or below the surface of the rayner 970c. In summary, it is not possible to say what the reason for explantation was". Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c (september 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that the iol was explanted due to the suspected development of calcification.